Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the top trigger of the compact air drive device was stuck and sticky and the motor had insufficient/low power. It was determined that the device had an air leak and the locking mechanism was stiff/stuck. It was further determined that the device failed pretest for check reverse locking mechanism with oscillation saw attachment ii, check power with power test bench and check for air leak. It was noted in the service order that the reverse button did not work during a maintenance process. It was reported that there were no delays in surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.